Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her son received second degree burns on her his left thigh from hot water that spilled from the personal steam inhaler when the product was accidentally dropped. Medical intervention was sought for his injuries, as well as follow up care at a burn unit. The instructions for proper use have clear warnings that state "keep out of reach of children.", "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water". Kaz USA, inc. Has requested that the product be returned to our company for testing.